Event description:
On 06/06/2006, nellcor puritan bennett received a report of inflation issues on a 6fen shiley tracheostomy tube. The caller reported "air leakage is doubtful while in use and replace another tube. The caller reported that the tracheostomy tube was tested prior to use. The caller reported that there was patient involvement, but no patient harm. No further information was provided.

Manufacturer narrative:
Investigation of this complaint is currently in progress. At this time, the sample associated to this report is not available for evaluation.